Manufacturer narrative:
H4: the device was manufactured from july 14, 2021 - july 15, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed fluid inside the bladder. The photograph suggested an underinfusion condition may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) under infused. This was further described as, after 24 hours, the ¿bottle had not infused full volume of antibiotic¿; there was approximately 30-40 ml left. This was observed during a patient infusion. The device was filled with flucloxacillin, 8 grams plus citrate buffer in 230ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.